Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 5 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient is currently inpatient due to acute respiratory decompensation with emergent reintubation. There were no reported power or flow elevations; however there is concern for possible pump thrombosis given elevated plasma free hemoglobin and lactate dehydrogenase (ldh) levels, with decreased haptoglobin level. Log files were submitted for review. The manufacturer¿s technical services representative did not observe trends consistent with device thrombosis. Additional information was requested but not provided.

Manufacturer narrative:
A specific cause for the elevated lactate dehydrogenase (ldh) could not be conclusively determined. Throughout the submitted system controller log file, the device appeared to be operating as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.